Event description:
It was reported that the patient was having driveline pump stops. Log files contained speed reduction and pump stopped events starting on (B)(6) 2023. X-rays were performed and ungrounded cables were requested. A percutaneous lead distal end replacement was performed. No alarms or unusual events were noted after the repair.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the patient¿s submitted log file confirmed low-speed and pump stop events; however, evaluation of the patient¿s replaced portion of the driveline from (B)(6) did not find damage that could have contributed to the events observed within the log file. The submitted log files contained events from 13jul2023 through 19jul2023, per the timestamps. The submitted log file captured multiple pump stops and low speed operation events between 13jul2023 and 18jul2023 while the patient was operating on the mobile power unit. Based on previous complaint experience, the type of behavior captured within the submitted log file could be indicative of a potential driveline issue. No further related events were observed throughout the remainder of the file. The patient underwent an external driveline replacement on (B)(6) 2023. The returned portion of driveline measured approximately 21 inches. Electrical continuity testing did not reveal any discontinuities or shorts. The layers were carefully removed and microscopic inspection of the underlying wires found no insulation damage or wear. The driveline was submerged in a saline bath for high potential testing to check for current leakage through each wire's insulation. This test did not reveal any insulation breaches that would have contributed to an electrical short. The account reported that ungrounded patient cables were requested. Multiple attempts for additional information were sent to the customer; however, no further detail was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Incidental finding: damage to the driveline outer jacket was observed in multiple areas throughout the driveline. The heartmate ii instructions for use (IFU) is currently available. Section 1, ¿introduction¿, contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 2, "system operations", describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. Section 7, "alarms and troubleshooting", outlines alarms and how to respond to them, including pump stops and low-speed events. Section 8, "equipment storage and care", describes "care of the driveline." The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.